Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage/no external power alarms was confirmed via the provided log file. The log file contained data spanning approximately 2 days (09oct2022 ¿ 11oct2022 per timestamp) plus an unknown amount of time, as the controller¿s clock was not synced throughout approximately half of the data. Throughout data recorded from 09oct2022 ¿ 10oct2022, the patient¿s voltage values were observed to drop in one cable when the other cable was disconnected while the mpu was in use, resulting in atypical low voltage, power cable disconnect, and no external power alarms even when one cable was still connected to external power. No other notable events regarding the mpu were observed. The observed double power cable disconnection and full battery depletion have been addressed via the system controller¿s investigation. The mpu (serial number unknown) was not returned for analysis. Questions regarding the mpu and the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage, power cable disconnect, and no external power conditions. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been connected to dead batteries which caused the pump to stop. Interrogation of the system controller found that the clock was not set. The pump had stopped after no external power alarms. Review of the patient's log files showed low voltage and no external power events on (B)(6) 2022 at 22:20 and 22:21 while on the mobile power unit (mpu). The mobile power unit had lost power causing the system controller to be powered by the emergency backup battery (ebb) until power was restored to the mpu. No external power events were also seen on (B)(6) 2022 at 7:18 until 7:19. On (B)(6) 2022 at 21:00 there were low voltage advisory events which progressed into low voltage hazards. The low voltage hazards continued until 23:05 when "no external powers" were seen. Both power cables were disconnected, and the controller was powered by the ebb. The ebb supported the left ventricular assist device (lvad) at the low-speed limit of 5400 rpm until the ebb fully depleted at 00:57 on (B)(6) 2022 which reset the controller clock to (B)(6) 2000. Battery power was eventually restored and the lvad restarted with "controller clock corrupt" events which continued for the remainder of the log. It appeared the lvad was functioning as intended following the pemp stop.